Event description:
It was reported that 3 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.75mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.75x28mm drug eluting stent in the target lesion. The lesion was post dilated. There were no complications. The pt was discharged the next day on plavix and aspirin. 3 days later the pt expired. There was no autopsy. In the opinion of the physician the cause of death is unk, and the relationship of the death to the target vessel is unk.

Event description:
It was further reported that target lesion 1 was 20mm long. The stenosis was reduced to 0% following stent placement and post-dilation. The pt expired 3 days post procedure. The study site was unable to verify the death with family members for several months. No information pertaining to the pt's death is available at this time.